Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol perfix plug (device #2). Additional supplemental emdr's were submitted to represent the bard/davol perfix plugs (device #1 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug & patch (device #1 & #2). Per op notes, ¿two perfix plugs & patch (device #1 & #2) were placed and sutured.¿ on (B)(6) 2009 - patient was diagnosed with incarcerated recurrent right inguinal hernia thereby underwent repair with implant of perfix plug (device #3). Per op notes, ¿the mesh (device #1, #2) were well secured to the pubic tubercle. An another perfix plug (device #3) was sutured to the inguinal ligament inferiorly.¿ on (B)(6) 2012 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair with removal of mesh (device #1, #2 & #3). Per op notes, ¿the previous mesh had migrated superficial to the external ring forming a lump causing pain in the groin. The mesh (device #1, #2 & #3) was removed from the right groin. A synthetic mesh was placed.¿